Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during a meniscus repair surgery, towards the end of the procedure, the machine went black and it popped up a message "motor error", then the machine was restarted few times to get it working again. No significant delay was reported and no back up device was available. No patient injuries were reported.